Manufacturer narrative:
The field service engineer (fse) performed a carryover test and it failed for the sample portion. The fse discovered a nick on bottom of sample probe which contributed to the failed carryover test. The fse replaced the sample probe and verified system operation by completing and passing system carryover test. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. A further 10-replicate imprecision analysis of the patient's sample was completed on (B)(4) 2013 with a mean of 1.85 miu/ml. In conclusion, a faulty sample probe is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported erroneously elevated beta human chorionic gonadotrophin (bhcg) result, for one patient, involving the unicel dxi 800 access immunoassay system. An initial result of 92.99 miu/ml was released from the laboratory and questioned by the physician. On (B)(6) 2013, the customer reanalyzed the patient¿s sample on two alternate unicel dxi 800 access systems and obtained lower results of 2.53 miu/ml and 1.87 miu/ml, respectively. There was no report of patient consequence or change in patient treatment associated with this event. The sample was collected in a 16x100 mm tube and stored in refrigeration. The initial sample was analyzed within 24 hours, following collection. A beckman coulter field service engineer (fse) assessed the instrument at the facility.